Event description:
It was reported that the user was unable to lock the adapter onto the cartridge despite attempting three adapters from the same lot, which prevented cartridge attachment and insulin delivery with the ilet pump; the user is experienced with the device, and a goodwill replacement of adapter boxes was initiated while the user was advised to use backup therapy. Symptoms included hyperglycemia, with a reported blood glucose of 220 that subsequently decreased to 144 and then 129. Outcomes included transient elevated blood glucose that resolved without hospitalization or medical interventions beyond backup therapy. Investigation included customer service triage, product replacement, and recommendation to try an adapter from a different box. Investigation of this case revealed a suspected adapter-to-cartridge mechanical interface issue associated with a specific adapter lot, leading to an inability to secure the cartridge and a temporary interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device component compatibility or dimensional variance that resulted in a mechanical connection failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.